Manufacturer narrative:
The pod was found to function as intended with no evidence of any damage or manufacturing deficiencies that would result in the device failing to deliver insulin. The pod was received with the formed needle visible in the exposed portion of the soft cannula. Upon opening of the pod, the formed needle fully retracted into the housing of the pod. Inspection of the underside of the top housing found score marks, indicating that the linkage assembly was misaligned with the top housing. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 400 mg/dl, while wearing the pod on the leg between 4 and 24 hours. No information was provided on how the hyperglycemia was treated.